Event description:
It was reported that a malfunction occurred involving the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was informed to continue using the pump and to report back if any further issues arise.